Event description:
Customer was injured while reconstituting pt level 2 control. They used protective sleeve however glass chards pierced glove and cut skin of left thumb. Technician did not receive any medical attention besides rinsing area with soap and water.